Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to no response during intraoperative and postoperative measurements leading to no benefit from the device. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report.